Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose was 6.2 mmol/l. No further information provided.

Manufacturer narrative:
Button error alarm due to corroded keypad traces. Insulin pump received with cracked case at display window corners, cracked battery tube threads, cracked belt clip slot, cracked reservoir tube lip.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)